Manufacturer narrative:
Product complaint #: (B)(4). Bimentum cup holder adapter 49 was reported in error as the event occurred in the united kingdom. Depuy synthes is not the legal manufacturer of this device and thus does not have reporting responsibility outside of events that occur in the united states.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cup and adaptors aren¿t releasing and are extremely tight unlike the other sizes.